Manufacturer narrative:
Assessment by merz: the events occurred in compatible temporal relationship and also in a compatible local relationship for the event vascular occlusion, whereas no precise information was provided on event localization for the angioedema so a local relationship for this event can only be assumed based on the wording of this report. Vascular occlusion (serious) and angioedema (serious) are expected based on the current valid australian instructions for user (IFU) leaflet of radiesse (+) and can occur after treatment with radiesse (+). Off label use of device and product preparation issue are only coded for formal reasons. A dilution of radiesse (+), in this case with an unknown diluent is no approved indication for radiesse (+) in australia. The IFU of radiesse (+) warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, no necrosis was reported, only vascular occlusion and angioedema were reported and the patient received comprehensive treatment with a resolving outcome. Angioedema is a swelling that rapidly affects deeper skin layers, often around eyes and lips. Possible triggers may be immunological, non-immunological or idiopathic causes. Depending on the mediator, angioedema tends to develop over minutes to a few days. Causality for the events is assessed as possibly related to the treatment with radiesse (+) based on compatible temporal and local relationship for the event vascular occlusion and compatible temporal and possible relationship for the event angioedema. This case is considered as serious with the serious events vascular occlusion and angioedema because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from an australian physician via a business development manager and concerns a female patient. The patient was injected subdermally with a total of 0.75 ml of radiesse(+) into the jawline, prejowl sulcus, nasolabial folds (reported as nlf) and preauricular, on (B)(6)2025, at around 10 am. A cannula was used for the injection. Three syringes were used. Radiesse(+) injected in the prejowl sulcus was diluted in a 1:1 ratio (product preparation issue, off label use of device). On (B)(6) 2025 at around 4:20 pm, after the radiesse(+) injection, the patient experienced blue lip and occlusion in prejowl sulcus, nlf and preauricular. Occlusion seemed to be growing. Cap refill was performed with poor outcome. The patient, physician, physicians partner (vascular surgeon) and nurse trainer went back to clinic to manage complication. The patient was treated with 1500 units of hyalase, diluted in 10 ml of saline (reported as 150 mg/ml). A total of 400 mg of hyalase was used along with another 3 ml of saline for flushing. Vigorous massage and warm compress were performed. The patient also received half (reported as 1/2) of disprin, 25 mg of prednisone, orally, and 180 mg of telfast for angioedema. At the time of this report, the patient was doing fine. Due to the provided information, the outcome of the events was considered as resolving.